Manufacturer narrative:
Medwatch d4 lot no updated. On 07-apr-2026, it was reported that the initial elecsys toxo igg result was 67.7 iu/ml.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys toxo igg results from multiple patient samples tested on the cobas e 801 analytical unit. The results from the analyzer were positive. The results from another analyzer were negative. The reporter stated that reruns with the analyzer yield no results, but when rerun using a different brand of test tube, the clinical interpretation changes.